Manufacturer narrative:
The device in question (26046ba, hopkins telescope 30°, 5 mm, 29 cm, serial number 1234vx, manufactured 27-feb-2025) was received by the manufacturing site in germany on 19-jan-2025 for investigation. The device underwent a comprehensive visual and functional inspection. During the technical evaluation, the issue described by the customer ("foggy image") could not be reproduced. The inspection showed that the device is in proper condition and functions in accordance with the applicable specifications. No defects or abnormalities related to the reported issue were identified. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during surgery image started to be blurry". No negative impact in state of health reported.